Event description:
A peritoneal dialysis (pd) patient contacted technical support for assistance with a drain complication and reported having been diagnosed with peritonitis a week prior during the call. Upon follow up, the pdrn reported that on (B)(6) 2022 the patient went to the hospital for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the emergency room. The pdrn stated the results were unavailable. The patient was diagnosed with peritonitis and was admitted. The patient was treated with an unknown antibiotic therapy in the hospital. It was reported the patient stayed overnight and was subsequently discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown however but indicated a breach in aseptic technique is possible. However, it was reported the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated she will be doing a home visit soon to make sure the patient is following proper aseptic technique. The patient is continuing pd therapy with the same cycler and is being treated with intra-peritoneal (ip) vancomycin and ceftazidime per clinic protocol. The patient is reportedly recovering from the peritonitis event.